Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reported event may have been caused by the life of the emergency lamp or by the accidental failure of the emergency lamp due to the filament breaking due to an impact such as vibration. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. The white lens was cloudy due to its low light transmittance. When the connected endoscope moved due to the looseness of the output socket, the air pressure became low. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the examination lamp worked but the emergency lamp indicator on the front panel lit up intermittently. The user returned the device to olympus medical systems india private limited (omsi) for repair and inspection. The service department of omsi then inspected the device and found that an emergency lamp error was displayed and the emergency lamp did not light up due to a defect in the emergency lamp. There was no report of patient injury associated with the event.